Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2021, it was observed that the pacemaker switched in stand-by mode. The mode initially selected was ddd and was found in vvi, so the physician reselected the ddd mode.

Manufacturer narrative:
Preliminary analysis revealed the reported behavior most probably resulted from a wrong manipulation of the user.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2021, it was observed that the pacemaker switched in stand-by mode. The mode initially selected was ddd and was found in vvi, so the physician reselected the ddd mode. Preliminary analysis revealed the reported behavior most probably resulted from a wrong manipulation by the user.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2021, it was observed that the pacemaker switched in nominal mode. The mode initially selected was ddd and was found in vvi, so the physician reselected the ddd mode.